Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70. Serial/lot: (B)(4). Description: linear 3-6 lead 70 cm. Model: sc-2366-70. Serial/lot: (B)(4). Description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient experienced ineffective therapy. Although there was no malfunction on the ipg, the patient wanted the device explanted. The ipg and two leads were explanted because the patient did not get enough relief to warrant keeping the devices implanted.

Manufacturer narrative:
Analysis of sc-1132 (serial number: (B)(4)) indicated that the patient was explanted due to ineffective therapy. The device passed the functional test, visual inspection, and analysis of data log test. The tests revealed no anomalies. A review of the manufacturing documentation for the lead sc-2366-70 (serial number: (B)(4) lot number: 20150793) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the lead sc-2366-70 (serial number: (B)(4), lot number: 19728572) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional information was received that the leads were discarded by the facility.

Event description:
A report was received that the patient experienced ineffective therapy. Although there was no malfunction on the ipg, the patient wanted the device explanted. The ipg and two leads were explanted because the patient did not get enough relief to warrant keeping the devices implanted.